Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing an inappropriate shock along with vibrations from their device. Upon interrogation, it was noted that therapy was delivered inappropriately due to an incorrect interpretation of an atrial fibrillation episode and suspected externalized conductors on the patient's right ventricular lead. In addition, the patient was also on arrhythmia management medication during the time of the event which was suspected to have potentially contributed. The patient's right ventricular lead was capped and replaced on (B)(6) 2019. During the procedure fluoroscopy imaging was performed and no externalized conductors were seen. The patient's condition was stable throughout the event as well as post procedure.